Event description:
Had transvaginal surgical mesh/bladder sling surgery on (B)(6) 2010 to help treat pelvic organ prolapse (bladder) and stress urinary incontinence. Since this surgery, I have been experiencing pain in the vaginal area when sitting down an during sex; I am still having the same if not worse urinary problems and recurrence of stress urinary incontinence (sui) that I sought treatment for.